Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective single board computer (sbc). The sbc was removed and replaced in addition to the associated components and software. The calibration files were re-loaded. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.